Manufacturer narrative:
The subject device was returned for evaluation. Evaluation confirms the detachment of the barrel insert and also notes a bent guidewire. There was successful fastener deployment during the functional evaluation. Internal component evaluation finds that all of the components are in position, and no manufacturing anomalies were found. Based on the sample evaluation and investigation performed, the root cause for the reported issue is determined to be related to user device interface from applied forces while in use. Review of manufacturing records indicate product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only complaint reported for this manufacturing lot of (B)(4) units released for distribution in march, 2021. The instructions-for-use supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue¿ and ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength.¿

Event description:
As reported, during a laparoscopic ventral hernia repair procedure on (B)(6) 2021, the bard/davol optifix straight fixation device was used to fixate a bard/davol ventralight st mesh. The optifix misfired upon the first attempt to deploy fasteners and no fasteners were deployed at all. As no fastener were deployed from the device, there was no concern for loose, proud or broken fasteners. The device was taken out of the patient and was dry fired when the "textured tip at the end of the cannula fell off." Another mechanical fixation device was used to complete fixation for this case. There was no reported patient injury.